Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Device identification and the fractured implant was not provided, should additional information be received, an additional report will be submitted. Device not returned to manufacturer.

Event description:
It was reported that the unknown implant fractured.